Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a navio tka procedure, during instrument disassembly, the long attachment came apart into two pieces. There were no issues during the procedure. There was no force applied while disassembling. No other complications were reported.

Manufacturer narrative:
The navio long attachment, part number 110006 used for treatment was returned for evaluation. The reported problem was visually confirmed. The part is in two pieces. One pin is coming out and the other pin is missing. A functional evaluation could not be performed due to broken/damaged parts. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is wear and tear of long attachment expansion and contraction during sterilization cycles has caused pins to loosen. No containment or corrective actions are recommended at this time.